Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that two mynxgrip vascular closure devices (vcd) failed to deploy. The vcds will be returned for analysis.

Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that two mynxgrip vascular closure devices (vcd) failed to deploy. During the product evaluation, a balloon loss of pressure was discovered with the second device. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath and syringe were not returned with the device. The sealant was observed on the catheter covering the balloon proximal tip. The sealant sleeve was still in the manufactured position which indicated that the shuttle may have not been inserted into the procedural sheath. However, it is unknown if the device was manipulated post procedure. The advancer tube was abutting the sealant¿s proximal end, ~ 13 mm from the balloon proximal tip. The advancer tube was neither engaged to proximal tamp lock nor to distal tamp lock as received. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device by using an in house syringe and found no leak in the balloon. The balloon was fully inflated with water and the inflation indicator performed as intended. Shuttle down step was also simulated and the advancer tube was properly engaged to the proximal tamp lock. No anomalies were observed. The distance between the proximal and distal tamp locks was measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. Review of lot f1708906 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the investigation performed, the event reported as the mynxgrip vascular closure devices (vcd) failed to deploy was confirmed and the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.